Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information was added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation and the information provided, a definitive root cause could not be determined. The foreign material was not identified. There was no damage to the area where the foreign material was detected. There was no information that could be determined to be an obvious deviation from the procedures described in the instruction manual. The event can be prevented by following the instructions for use (IFU) which states: the processing procedures are described in the following chapters. It is possible that these can prevent foreign object residue. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Also, according to the instruction manual, there is the following description regarding the handling of the actual product. It is possible that this can prevent the occurrence of physical damage. [Warnings and cautions]. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastro videoscope exhibited foreign objects in the knob wire, foreign objects in the adhesive on the bending section cover and foreign objects in the bending section cover. There were no reports of patient involvement.